Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed multiple premature battery switching events around the reported date, which confirmed the reported event. Additional analysis of the log files revealed a pump stop and startups that are consistent with the reported change of controller. No problem with the controller could be confirmed in bench testing. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site ventricular assist device (vad) coordinator that the patient has been complaining of hearing a beep from the controller as if a power source was connected. Would check connections and two sources would be properly connected. Last night this happened and when the patient went to change to battery power from ac, she got a no power alarm and associated pump stop. Patient attempted to do a controller change which also resulted in a vad stopped alarm as seen in the log files. The patient did not fully exchange the controller. She was startled by the alarms and for some unknown reason disconnected the driveline (vad stopped also seen in log files), then reconnected everything. Manufacturer's review of the log files reported the batteries were draining appropriately. The site performed a controller exchange and the patient tolerated it well.